Event description:
After implantation of zero-p, patient presented to the ER with difficulty swallowing. An x-ray revealed screw back out at c3. Surgeon removed hardware and revised to spacer and plate. This is one (1) of two (2) reports for one event.

Manufacturer narrative:
Synthes is unable to determine the expiration date and the date of manufacture without a lot number or the returned device. Implant date approximately five (5) months ago.